Event description:
The customer reported the system continued to beep as if making x-ray, however this was a lock up situation. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The power supply was adjusted. The boards and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.